Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a 24hr rituximab infusion was completed in 30 hours due to multiple air-in-line alarms and needing to manually removal of air from tubing. There was no report of patient harm.